Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: n/a (device was not implanted).

Event description:
Healthcare professional reported unknown side "device was contaminated during procedure - discarded". Device was not implanted. It is unknown if surgery was completed with a backup device.